Manufacturer narrative:
(B)(6). A product development evaluation was completed: no device was received; no parts available, no product numbers available, no x-rays available, no information available to allow educated investigation and answer. The relevant technique guide was reviewed: the locking holes have various and different positions. The locking holes diameters are increasing with the nail diameter and therefore various screws and bolts with various pitches and diameters can be used to lock the nail. Depending on the locking hole (also considering the slotted hole for dynamic locking) and the locking screw/bolt used various and different angles can be reached. Device is for an unknown solid tibial nail; the brand name is unknown is should have been blank on the initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown when nail broke. This report is for unknown solid tibial nail/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Implant/explant date unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a solid tibial nail (utn) broke postoperatively. No patient data available currently. This complaint involves one (1) part. This complaint is 1 of 1 for (B)(4).